Event description:
An impella 5.5 was supporting a 78 year old male via the axillary artery insertion, after being admitted in with cardiomyopathy. The patient was previously supported by the impella cp when care was escalated to this 5.5 support. The patient had known diabetes and renal insufficiency and had presented in scai stage d shock at admission. After 5 days of support the decision was made to withdraw care. In the care withdrawal process the team disconnected the impella 5.5 pump cable from the automated impella controller (aic). The aic would not power down using the standard power button procedure and appeared to continued to be acting like an impella remained connected. The team was able to successfully shut down the aic after calling for support. The aic was removed from use and will be investigated. The patient outcome of death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported cardiomyopathy, need for hemodynamic care escalation, and eventual care withdrawl.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.